Event description:
It was reported that the customer's blood glucose level displayed as "high," though the specific value was not known. Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and technical support provided guidance on inspecting the infusion set and tubing, ensuring no issues were present. The customer was eventually instructed to replace supplies as necessary and resume insulin delivery.